Event description:
The customer reported obtaining critical magnesium (mg) results and elevated cholesterol (chol) result for one patient that was generated on synchron lxi 725 clinical system. The erroneous results were repeated out of the laboratory. The initial mg result was 6.56 mg/dl which was repeated and 6.52 mg/dl result was obtained. The result was reported out of the laboratory and questioned by the nurse. The nurse informed the customer that the patient was not getting mg drip and requested a redraw. No change to patient treatment attributed to or connected to this event. The customer repeated the initial sample on the same instrument and 2.22 mg/dl was obtained. The redraw sample was analyzed on an alternate instrument and 2.31 mg/dl result was obtained. The chol initial result was 300 mg/dl and upon repeat on an alternate instrument, a result of 127 mg/dl was obtained. The customer also reported they re-ran qc and tg was out high on level one, the result was 358 and the expected range is 76- 86. Customer reran the qc and got 115. Customer technical support advised customer to flush the cc sample probe, wipe the mixers with alcohol pads and do an automated ccwa (cartridge chemistry wash) reagent, prime both the sample and reagent delivery 10 times after the procedure. The serum samples were drawn in a gel green top with lithium heparin and samples are not hemolyzed. The samples were analyzed within less than a day of collection. The customer stated the quality control (qc) results were within range, and supplied qc results that appear acceptable. Customer declined to perform any troubleshooting at that time. On (B)(4) 2012, field service engineer (fse) was on site and performed the following: replaced the valves; washed the cuvettes and did not note cuvettes flags. Replaced the wash/vacuum probes, reagent wash collars, wash station inserts, cartridge chemistry (cc) sample probe collar, cc sample probe, reagent probes and cuvettes. Calibrated and ran qc and the results were within range. The fse reported the cause of the event was an intermittently functioning water pressure valves for the cuvette wash probes. If an intermittent di water valves do not rinse the cuvettes properly, a film layer or residue will develop on the cuvettes. It is likely that this would have caused the higher values than normal and affect critical chemistries.